Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during use, during initial drain; the patient was connected. Per the initial report, the home patient (hp) had a system error 2240. The hp stated that they connected during prime. The hp power cycled and the hc alarmed system error 2367. The patient was connected either at the time of the alarm or observed air. The patient was not primed properly before connecting. Patient extension lines were not used. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The home patient (hp) would complete therapy with new supplies. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The root cause for the system error 2240 alarm was incomplete prime.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.